Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage of the device during user handling, which then caused an abnormality in electronic components. The user may detect the suggested event by handling the device in accordance with instructions for use (IFU) below: inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below: leakage testing of the endoscope. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex 3d deflectable videoscope has no image in the right eye. The issue occurred during a diagnostic laparoscopy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.